Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 11.6 mmol/l and 6.1 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: during investigation of meter's memory, results of 11.3 mmol/l and 6.9 mmol/l were observed to have occurred 2 minutes apart on the day of this event.